Event description:
It was reported that patient underwent primary knee procedure on (B)(6), 2011. Revision surgery was performed on (B)(6), 2011 after patient fell resulting in femoral fracture with component loosening. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Device manufacture records were reviewed and found no deviations or abnormalities. No other complaints have been filed related to this item/lot number. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2011